Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead, if information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient was not getting relief from the stimulator. There were no environmental or external factors reported that may have contributed to the issue. It was unknown if any diagnostics were done. The representative was going to see the patient at the next follow-up but it was unknown when the exact date was. The issue was not resolved at the time of the report. The indication for use was non-malignant pain. No device issues reported. Additional information was received from the manufacturer's representative. It was reported that the rep met with the patient on (B)(6) 2018. It was reported lack of relief was due to left lead placement being too lateral. An x-ray was taken in the office. A procedure to revise the lead will be scheduled. Issues not yet resolved.